Event description:
It was reported that the left ventricular (lv) lead was attempted, not implanted. The lead exhibited high impedance and a possible lv ring failure. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Concomitant products: yrir16115 abdominal stent graft, (B)(6) 2003; yrec22375 abdominal stent graft, (B)(6) 2003; yrec1655 x 2 abdominal stent graft, (B)(6) 2003; yrbr2816135 abdominal stent graft, (B)(6) 2003. (B)(4).